Event description:
On (B)(6) 2015, a customer reported an unexpected negative antibody identification on a galileo echo.

Manufacturer narrative:
An immucor field service engineer (fse) visited the customer site to assess the instrument in question on 06apr2015, 08apr2015, 16apr2015 and 24apr2015. On 06apr2015, the fse found the washer residual volume out of range and so it was corrected. On 08apr2015, 16apr2015 and 24apr2015, the fse investigated, uninstalled and subsequently re-installed the camera reader. While performing the camera calibration, the manual gain control was found to be out of specifications which was then corrected in order to pass the specifications for rgb.